Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have dislodged crimp from the grip cable at the distal end near the monopolar yaw pulley. Components adjacent to the dislodged crimp do not show damage. No missing material found. The complaint was confirmed by failure analysis. The probable root cause of a dislodged crimp is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the permanent cautery hook cable broke inside the cavity. The procedure was completed with no reported injury.